Event description:
The customer reports that the device is getting errors and red x. Also reported are therapy pca failures in the status logs.

Manufacturer narrative:
(B)(4). The customer reported that the device is getting errors and red x. Also reported are therapy pca failures in the status logs. Philips bench evaluated the device and were unable to recreate opcheck failure for therapy cable and pacer at the repair bench. It was also noted that there were no auto test errors recorded in dump log. The device passed all performance assurance tests and all functional tests passed. The device was sent back to the customer for use. Since the problem could not be recreated the cause could not be determined.